Manufacturer narrative:
It appears there was a possible chance of lag screw cutout during surgery. As stated in the surgical technique, the goal of lag screw placement is perfect placement into the central position of the femoral head on the ap and lateral view. Failure to appropriately consider femoral head/neck bone mass and quality could result in implant cut-out. No product of x-rays were returned for review. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported that the device was in 2006. Two months later, the surgeon changed nail cap from locking type to sliding type.